Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error, although the pump was not connected. There was no patient harm reported.

Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs revealed the impella defective alarm however the log was not fully consistent with the clinical review. The alarm was triggered every time the pump was plugged in even prior to the complaint date. The impella defective alarm would clear with pump disconnection. The returned product was tested and upon boot up, no alarm was issued. The failure mode, ¿impella defective¿ alarm, was eventually reproduced by connecting the demo pump. After the pump being disconnected, the console would not allow shutting down due to pump disconnection was not detected correctly by impellatronic. After swapping the impellatronic pca, the failure did not reoccur. The root cause of the impella defective alarm was due to a defective impellatronic pca, specifically the electrical power manager circuitry. This report is being filed as part of a retrospective review of historical records.